Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate (B)(6) 2019. Serial #: unknown, not provided. Expiration date: unknown, not provided. Model: unknown, as the serial number was not provided. Catalog #: unknown, as the serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: exact date unknown; however was stated as 2 years ago and (B)(6) 2017 was entered as the best estimate. If explanted; give date: not applicable; lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. The device was not returned for analysis as it remains implanted. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was continuing to present with starburst like symptoms. The symfony lens was implanted 2 years ago. The doctor indicated she would like information on the use of alphagan p or pilo to reduce these visual disturbances. Is there any information she can read on a patient with a large pupil and these issues. The literature was provided to the doctor as requested. No further information was provided.